Manufacturer narrative:
The reported event of failure to remove lead from header was not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Unable to test the lead in device header due to condition of the lead as received. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications.

Event description:
Related manufacturer report number: 2017865-2022-42401. During a device replacement procedure, it was noted the right ventricular (rv) lead was unable to be removed from the device header. The rv lead was capped and replaced to resolve the event. The patient was stable.